Manufacturer narrative:
H.11 following all technical and safety inspection checks that were completed in accordance with the manufacturer¿s specifications, the unit was returned to the customer. A review of the device¿s service history was performed, which confirmed that no similar events have been reported since the unit¿s manufacturing date. Based on the investigation findings, the root cause of the reported event is a damaged pump on the patient side, most likely due to corrosion, which prevented the motor shaft from rotating freely. The corrosion was likely promoted by the environmental conditions in which the device operates, such as condensation, humidity, and high temperatures as well as by the effects of disinfectants used during cleaning procedures, which can contribute to wear of the component. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the a livanova field service engineer was dispatched the customer and 3t heater cooler upon opening and inspecting, it was observed that the error appeared when the patient pump-1 was connected to the distribution board. To isolate the issue, medical team removed the patient pump-1 and the error disappeared. Distribution pcb also cross-checked working machine same error after cross checking thoroughly, it was confirmed that the distribution board and patient pump-1 is defective and need to replace. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that, during priming, medical team checked the machine and found that it was displaying error17 (pump 2 uses too much power). There was no patient involvement.